Manufacturer narrative:
(B)(4). On an unreported date in april 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. The patient was reported to no longer be on peritoneal dialysis solutions. After forty days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.